Event description:
The customer stated that she was treated by the paramedics and taken to the hospital for low blood glucose. The blood glucose reading was 20 mg/dl when treated by the paramedics. Troubleshooting was performed and the insulin pump passed the prime and displacement tests. The customer also mentioned that last night and this morning the insulin pump delivered two boluses in less than a minute. The customer stated that the insulin pump has been delivering insulin at a very fast pace ever since noticing a rainbow glare on the screen. Advised the customer that the insulin pump will be replaced. Advised the customer to revert to a back-up plan until the replacement arrives.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.